Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer bumped the pump on a surface and as a result the touch screen became shattered and unresponsive. Additionally, a malfunction alarm occurred. The customer's blood glucose was 150mg/dl. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.